Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection, when trying to mate the ends of the stapler, the stapler was closed to the high end of the green and the safety was removed, however, the stapler could not be fully closed. There was no crunch sound or feel. The surgeon had difficulty removing the stapler. Upon removal, it was evident that none of the staplers formed an adequate b-shape. Surgeon had to redo the anastomosis and switch to a different stapler. There were no patient consequences reported.